Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and passed successfully with no issues relating to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater pressure testing was performed and revealed a leak around the seal of the medication port. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing material issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. The leak was observed in the bag seal at the base of the IV tubing port where it connects with the remainder of the bag. There was no patient involvement. No additional information is available.